Event description:
It was reported an ez45b was used during a video assisted thoracic surgery. It was reported by the affiliate the tissue could not be cut by the instrument. The surgeon cut the tissue with scissors. There was no consequence to the pt.